Manufacturer narrative:
As mentioned in the event description, this device was returned and analyzed per the allegations under report number 2124215-2019-24965. A review of the production records did not reveal anything that would have contributed to the reported clinical observation of infection captured in this report. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this ICD experienced infection. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information: after further investigation, it was discovered that this ICD was previously returned and analyzed per the allegations under report number 2124215-2019-24965.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this ICD experienced infection. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this ICD experienced infection. Subsequently, the patient underwent a revision procedure, and this ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information: it was reported that the infection was discovered while the physician was medically intervening on a non-boston scientific epicardial lead that was starting to erode through the device pocket. Please note: this ICD was previously returned and analyzed per the allegations under report number 2124215-2019-24965.

Manufacturer narrative:
As mentioned in the event description, this device was returned and analyzed per the allegations under report number 2124215-2019-24965. A review of the production records did not reveal anything that would have contributed to the reported clinical observation of infection captured in this report. Please note: patient code 3191 captures the reportable event of surgery.